Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.

Event description:
Contact reported that upon final exploration surgeon found that both interbody cages placed at l5/s1 had fractured during impaction. Broken pieces were removed and cages left in place. Contact reported no adverse event as a result of this situation to date. As compromised implants were left in the body an MDR is being filed to document this event.